Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure was difficult to visualise and was near the uterine horn") and fallopian tube perforation ("on left side, essure insert was perforating the uterine horn") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), allergy to metals ("allergy test strongly positive for nickel and slightly positive for titanium") and adverse event ("adverse events nos"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, allergy to metals and adverse event outcome was unknown. The reporter considered adverse event, allergy to metals, device dislocation and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on (B)(6) 2016: strongly positive for nickel and slightly positive for titanium. Most recent follow-up information incorporated above includes: on 7-feb-2019: this case will be deleted from bayer pv database. Nullification reason: during a cluster reconciliation, and following confirmation from the local health authorities, this case was identified as a duplicate of case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure was difficult to visualise and was near the uterine horn") and fallopian tube perforation ("on left side, essure insert was perforating the uterine horn") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), allergy to metals ("allergy test strongly positive for nickel and slightly positive for titanium") and adverse event ("adverse events nos"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, allergy to metals and adverse event outcome was unknown. The reporter considered adverse event, allergy to metals, device dislocation and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: strongly positive for nickel and slightly positive for titanium. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.